Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 300's mg/dl. Elevated bgs were treated by changing out the cartridge and infusion set, and the issue resolved.